Event description:
A customer reported a high readings issue with the adc freestyle libre, having received the following comparisons between the sensor scan and an unspecified blood glucose meter: sensor 'hi' (greater than 500 mg/dl) vs bgm 117 mg/dl and sensor 'hi' (greater than 500 mg/dl) vs bgm 63 mg/dl. The customer further reported that he did not feel alert and "had some doubts" about the sensor scan. He indicated that he was unable to self-treat and his wife administered some fruit juice for treatment. No further treatment or intervention was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(Device mfg date) has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor was found to be in state 6 (abnormal termination). The sensor plug was removed and the sensor plug assembly was inspected. Uncurled snaps were observed, indicating improper assembly by the user. The sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. This case is not confirmed to use error. No malfunction or product deficiency was identified.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with the adc freestyle libre, having received the following comparisons between the sensor scan and an unspecified blood glucose meter: sensor 'hi' (greater than 500 mg/dl) vs bgm 117 mg/dl and sensor 'hi' (greater than 500 mg/dl) vs bgm 63 mg/dl. The customer further reported that he did not feel alert and "had some doubts" about the sensor scan. He indicated that he was unable to self-treat and his wife administered some fruit juice for treatment. No further treatment or intervention was reported. There was no report of death or permanent impairment associated with this event.